Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure(fluid damage).

Manufacturer narrative:
This device is not distributed in us so that 510k# is blank. We checked the returned unit and confirmed that the ccd image failure. Based on the result, we concluded that it was caused due to the leakage occurred in the ccd module. In addition, we confirmed that the operation channel leaked, the insertion flexible tube (ift) buckled, the insertion flexible tube (ift) the inside of the cable became to spiral closer condition, and the cable is lg cable or ift type, the control body had fluid damage, the forward body cover had fluid damage, the body cover grip had fluid damage, the side body cover had fluid damage, the biopsy inlet t-piece had fluid damage, the light guide cable was broken, the light guide cable buckled, the ae cable had fluid damage, the lg cable connector had fluid damage, the ground terminal had fluid damage, the lg cable connector housing had fluid damage, the lcb distal cover glass had fluid damage, the core had fluid damage and the suction arm deformed; however, they are not the main cause and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.